Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, this patient underwent endovascular repair of an infrarenal abdominal aortic aneurysm using a gore excluder aaa endoprosthesis trunk ipsilateral leg component. Post-operatively, the ipsilateral limb of the device occluded. A reintervention took place and the patient is doing fine.